Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reportedly received the following results on the same aviva meter while using two different vials of test strips within 10 minutes: 9¿s mmol/l and 10¿s mmol/l (system 1) and 5¿s mmol/l and 6.5¿s mmol/l (system 2). No adverse event reported. Test strips have been discarded; meter to be returned and replaced.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.